Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21695. It was reported that the patient had new pain, the patient stopped charging the ipg, and the ipg became inoperable. As a result, the ipg was explanted and replaced, which resolved the issue. During the procedure, physician attempted to place another lead to extend therapy coverage for new pain, but was unable to implant lead due to scar tissue. As result, the existing lead was explanted and replaced to address the issue.